Event description:
Ous MDR - after an implantation period of about 19 months, oversensing with inappropriate shocks was reported. The lead was explanted and not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed signs of wear at the distal part of the lead with a damaged insulation in this area. This insulation damage can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics and location of the damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.